Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that noise was noted on the pace/sense portion of the right ventricular (rv) lead along with t-wave oversensing. A micro lead fracture was suspected. The pace sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. Additionally, it was reported that a lead integrity alert was tripped and there were nsvt (non-sustained ventricular tachycardia) episodes recorded by the device. The physician was concerned that since they could not reproduce the noise on the rv lead there might be oversensing issues in the header of the device. Therefore, the physician elected to also explant and replace the device. No patient complications have been reported as a result of this event.